Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the accucath was placed in patients right ac on (B)(6) 2018. On (B)(6) 2018 when line was being flushed, the bedside rn noticed that the IV was no longer intact and notified physician, nurse manager. Patient underwent multiple exams until catheter was found in her right ac. Patient was taken to surgery later that afternoon to have the catheter surgical removed.